Event description:
While using a byte night aligner, patient experienced allergic reaction and developed blisters while wearing aligners. Patient stopped aligner treatment. Patient was advised to seek medical attention and discontinue using all products and aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.